Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, when going to the ripv the catheter was inside the sheath with the starter wire. When the sheath was in place the consultants tried to advance the wire and found it to be stuck. The wire could not be advanced or retracted out of the farawave. So, the farawave was removed from the patient with the wire inside. Once the farawave was outside the patient, it was clear the wire was stuck in the lumen inside the catheter. As they pulled, the wire it pulled the farawave into basket and flower without moving the slider. Eventually after using a lot of force to get the wire out, it had frayed/destroyed the wire. Once the catheter was taken out of the patient and the wire removed the catheter was flushed but the port was blocked and nothing came out. No visible signs of tissue entrapment. Heparin given pre or post transeptal. Act 338s at 13:55. Fluoroscopy was used only for this case. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, when going to the ripv the catheter was inside the sheath with the starter wire. When the sheath was in place the consultants tried to advance the wire and found it to be stuck. The wire could not be advanced or retracted out of the farawave. So, the farawave was removed from the patient with the wire inside. Once the farawave was outside the patient, it was clear the wire was stuck in the lumen inside the catheter. As they pulled, the wire it pulled the farawave into basket and flower without moving the slider. Eventually after using a lot of force to get the wire out, it had frayed/destroyed the wire. Once the catheter was taken out of the patient and the wire removed the catheter was flushed but the port was blocked and nothing came out. No visible signs of tissue entrapment. Heparin given pre or post transeptal. Act 338s at 13:55. Fluoroscopy was used only for this case. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. Upon device return and inspection, no abnormalities was found. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected for further inspection. It was noted that the guidewire lumen damaged outside the inner hypotube. Based on all the available information the observed stuck guidewire was likely due to unintended use error due the observed stretched guidewire lumen. It is likely that the damage occurred when the user deployed/undeployed the catheter without a guidewire inserted.